Event description:
A customer contacted beckman coulter (bec) to report they obtained an erroneously elevated troponin (accutni) result for one patient on their access 2 immunoassay system. A fresh sample was collected from the patient 6 hour later which gave lower result when tested on this instrument. The customer then re-tested the original sample and lower results were generated on the same instrument and on a second instrument. The customer had initially believed the elevated accutni result to be accurate and elevated in response to the clinical presentation of the patient, who was suffering from severe sepsis at the time of the event. The original result was reported out of the lab and it was not questioned by the physician. Per the customer, there was no change in patient treatment or an effect to the patient in connection to this event. The customer reported to the customer technical support (cts) that there were no event log errors or qc failures observed at the time of the event.

Manufacturer narrative:
The customer indicated there were no sample integrity concerns at the time of the event. Qc was passing on the date of the event. System checks were passing on (B)(6) 2013 before the event had occurred. Based on available information, the customer's biomedical engineer had performed a preventive maintenance (pm) on this instrument in (B)(6) 2012. A field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument, checked the alignments and found the pipettor alignment to the reagent pack and the alignment to the wash tower were off (the pipettor was contacting the sides of the wash tower and the z-alignment was wrong). The fse also noted the aspirate probe alignment was too low and some belt alignments were off. The fse adjusted out of specification ultrasonic low level and high level settings. The fse did not observe any issues with ultrasonic functions after adjusting the settings. The fse then primed the instrument and performed assay calibrations, passing accutni qc, and an accutni 10 test precision study with acceptable results. Per bec fse, instrument hardware is the likely cause of this event. The fse indicated improper pipettor alignment(s) to the wash tower and improper alignment to the reagent packs are the likely cause of the erroneously elevated accutni patient result.